Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call display anomaly on the insulin pump. Customer¿s blood glucose level was 326 mg/dl. Troubleshooting for display anomaly was performed. Customer advised they were unable to read the display screen and the issue remained unresolved. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with permanent black lines across the screen due to broken traces on the lcd glass between the lcd controller and the lcd image area preventing certain horizontal or vertical lines of information from displaying. Unable to confirm missing segments or partial display due to display anomaly.